Manufacturer narrative:
Patient developed an infection. Revision surgery was planned to exchange poly inserts. Surgery was cancelled as patient condition has improved. Review of the device history record indicates the device was designed and manufactured to specification. All sterilization requirements were met.

Event description:
Patient developed an infection. Revision surgery was planned to exchange poly inserts. Surgery was cancelled as patient condition has improved.